Event description:
System error 2240 message appeared on the display of the home pt's homechoice machine during a drain cycle of their automated peritoneal dialysis therapy. Per initial report, a supply bag was not connected to the supply line of the homechoice cassette completely. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.